Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next meter was tested with the in-house contour next test strips from lot # 9apeg08a, which gave satisfactory performance.

Manufacturer narrative:
In some countries outside the us, customer information and/or reported information is not provided due to privacy laws. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
A chemist from (B)(6) reported that her customer obtained a difference of 8 mmol/l within 10 minutes between the blood glucose readings obtained on the contour next meter and a different meter. No specific readings were provided. The customer was feeling dizzy and lightheaded. The customer injected 75 units of insulin and took 1000 mg of metformin based on the high readings and continued feeling bad. No further event details were provided. There is no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.